Event description:
It was reported that the 8 mm force bipolar instrument was not working when plugged in. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cautery test on 3 of 3 attempts. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.31mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation(s) not reported by site: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.